Event description:
It was observed during the device inspection, the gastrointestinal videoscope nozzle expelled foreign matter. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, the foreign material could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. Although a foreign material came out of the nozzle, the foreign material remaining in the subject device was unable to be specified. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event.¿ olympus will continue to monitor the field performance for this device.